Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead; analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were fifteen ventricular nst<(><<)>=210 ms between (B)(6) 2013. There was one patient alert for lead failure predictor on (B)(6) 2013. Ventricular short interval count v-sic=79 counts, in 0.89 day, between (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead. The lead was experiencing noise, non-sustained ventricular tachycardia episodes, and high short interval counts (sic). No therapies were delivered on the rv noise. A lead explant has been planned, but the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d234trk implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).